Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet with a contact detach infusion set (23 inch, 6 mm), with blood glucose reaching 355 mg/dl for a couple of hours and no visible site issues or leakage. The user had changed the infusion set the prior day and then replaced the infusion set again with guidance, including fill tubing and fill cannula, and the removed cannula was not bent. Symptoms included hyperglycemia without other reported symptoms. Outcomes included no medical intervention, no backup therapy, and no ketone testing. Investigation included customer care troubleshooting and education, verification of supply details, and guided infusion set replacement. Investigation of this case revealed no device malfunction identified and an unclear cause of hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear.